Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for the presences of gel globules with the incident lot was observed. To further investigate, retention samples from bd inventory were evaluated. 4 retained samples were therefore drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1211g for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel globules. 3 samples out of 4 produced globules. This complaint is confirmed for the presence of gel globules in both photos and retention testing. Bd was not able to determine the root cause of the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there were oil gel globules. The following information was provided by the initial reporter. The customer stated: "the gel breaks up and releases very small particles (gel droplets). The analyzer detects them causing an alarm and loss of reagents."